Event description:
The customer reported the autopulse platform (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The error message won't clear even after the customer troubleshooted the ua45 by pulling up the lifeband until the chest bands are fully extended in attempt to return the driveshaft to its home position. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the archive review and functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home" position. A review of the archive data showed multiple ua45 errors around the event date, thus, confirming the reported complaint, due to the encoder driveshaft not being in the "home" position. This is a result of the device being manually powered off during compressions. Usually, the error message can be cleared by pulling up the lifeband until the chest bands are fully extended to move the driveshaft to its "home" position. However, in this case, the encoder driveshaft was not within the normally acceptable range. To clear the ua45, the customer is recommended to access the admin menu and manually rotate the driveshaft to the "home" position. The platform failed functional testing due to the ua45 displayed upon powering up the platform, thus confirming the reported complaint. The admin menu was accessed, and the encoder driveshaft was manually rotated to the "home" position to remedy the error message. Subsequently, the platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).